Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that during routine device check, lead dislodgement was observed. The lead was explanted and replaced. There were no complications and the patient was sent home the next day.